Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3, h6 and h11. Complaint conclusion: a healthcare professional reported that during an endovascular embolization, resistance was encountered when attempting to advance a 4.5mmd 28mml enterprise vascular reconstruction device (product code: enc452800, lot number: 9924736) through a prowler select plus 150/5cm microcatheter (product code: 606s255x, lot number: 31663261). The stent became impeded at the microcatheter hub and could not be advanced into the microcatheter (mc). The physician attempted to retract the device, at which time it was observed that the stent had prematurely detached from the delivery wire within the microcatheter hub. The microcatheter and the detached stent were subsequently removed together from the patient. The physician then replaced the devices and successfully completed the procedure using new equipment. No patient injury or adverse clinical outcome was reported. Additional event information received on 13-feb-2026 indicated that a guidewire was used in the microcatheter prior to using the enterprise system. There was flushing during the procedure. They were able to torque the device. There was no evidence of physical material within the device. The microcatheter did not kink/bent. There was no excessive force used with the devices. There was no procedure prolongation/delay due to the event. The device was returned to j&j medtech for further evaluation. A non-sterile prowler select plus 150/5cm microcatheter was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and the hub of the microcatheter was attached to a y-connector. The delivery wire of the associated stent was inside the introducer. The microcatheter was flushed using a lab sample syringe, then a 0.0206 in lab sample guidewire was introduced into the received microcatheter, and it advanced smoothly without any resistance or friction as the guidewire passed through. The microcatheter was confirmed to be within specifications for the inner diameter (ID) and outer diameter (od). A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The lab sample guide wire was able to pass through the entire length of the microcatheter without resistance. The customer complaint cannot be confirmed with the evidence available. It is possible that other clinical and procedural factors that cannot be replicated during the analysis may have contributed to the reported failure. Additionally, no damage was found on the microcatheter that could have contributed to the issue reported during the procedure. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action is required. The instructions for use (IFU) contain the following caution: if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref# (B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that during an endovascular embolization, resistance was encountered when attempting to advance a 4.5mmd 28mml enterprise vascular reconstruction device (product code: enc452800, lot number: 99247360) through a prowler select plus 150/5cm microcatheter (product code: 606s255x, lot number: 31663261). The stent became impeded at the microcatheter hub and could not be advanced into the microcatheter (mc). The physician attempted to retract the device, at which time it was observed that the stent had prematurely detached from the delivery wire within the microcatheter hub. The microcatheter and the detached stent were subsequently removed together from the patient. The physician then replaced the devices and successfully completed the procedure using new equipment. No patient injury or adverse clinical outcome was reported. Additional event information received on 13-feb-2026 indicated that a guidewire was used in the microcatheter prior to using the enterprise system. There was flushing during the procedure. They were able to torque the device. There was no evidence of physical material within the device. The microcatheter did not kink/bent. There was no excessive force used with the devices. There was no procedure prolongation/delay due to the event.